Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd double curve access system (was) and 31mm watchman flx pro closure device and delivery system (wds) were selected for use. After the transseptal puncture (tsp) was performed using the versacross connect, the physician maneuvered the was sheath without pigtail or wire into the laa. There was no transesophageal echocardiography (tee) guidance as the settings on the x-ray display had changed. Tee was restored on the display, and it was noted that the was sheath was too deep. The imaging physician asked for the was sheath to move more proximal. The pigtail was then advanced, and contrast injection was performed. Upon contrast injection it was observed that there was contrast staining that correlated with where the was sheath was noticed to be too deep. An effusion sweep was performed showing a trace effusion that was not present prior to the case. The physician efficiently deployed the 31mm closure device in one attempt. There were no partial or full recaptures. The physician was monitoring effusion and noticed an accumulation around the right ventricle (rv) and right atrium (ra) that was slightly compressing. A pericardiocentesis was performed and 300 ml of bright red blood was removed and reinjected into the femoral sheath. There was almost no delay in the transition to intervention. After removal of fluid the effusion appeared stable, and the patient was monitored for continued stability of the trace effusion that remained. The patient left the lab with the pericardiocentesis drain clamped. There were no further complications reported, and the patient was discharged the next day.